Event description:
The facility reported an infuso.r. Pump with "possibly something loose inside." According to the customer, the "issue does not happen during use. The issues are obvious upon looking at pump." This incident is known to have occurred in the operation room/anesthesia department. Patient involvement is unknown. However, there was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "possibly something loose inside" was confirmed during device evaluation. The cause of the reported problem was definitively identified as a separated gearbox. The device was returned unrepaired due to customer refusal of the cost of repair estimate.